Manufacturer narrative:
Block h2: additional information. Block a1 patient identifier updated. Block b5 narrative updated. Block d4 model number, lot number and expiration date updated. Block g1 manufacturing site updated. Block h4 manufacturing date updated. Block h6 patient codes e020201 and e2333 added. Block a1: meshc-20210929-b8906f71. Block b3 date of event: date of event was approximated to (B)(6) 2015, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2326, e020201, e020202, e2330 capture the reportable events of inflammation, anxiety, depression and pain. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perineum pain; rectal pain; thigh pain; other pain: hip, shins, feet; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol - 2 tablets 2x-3x a day for the treatment of: pain relief. Treatment duration: 6 years. On (B)(6) 2018 the patient commenced psychological medication: sertraline for the treatment of: depression. Treatment duration: couple of years - stopped 2 months ago. On (B)(6) 2021 the patient commenced other medication (please specify): otocomb ear ointment for the treatment of: for anus - to prevent infection (anti-fungal, anti-inflammatory). Treatment duration: 9 months. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: barbara walker centre for pain management. Treatment duration: 10 sessions. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: dryness. Treatment duration: 1.5 years - on and off. On (B)(6) 2015 the patient commenced pain medication: panadeine for the treatment of: pain relief. Treatment duration: 6 years - when needed. The patient was treated with pain medication: periactin for the treatment of: nerve pain and sleep at night. Treatment duration: unsure but a few years after implant. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: dryness. Treatment duration: 6 years - replaced by ovestin but still uses sometimes. On (B)(6) 2015 the patient commenced pain medication: celebrex for the treatment of: inflammation. Treatment duration: 6 years. On (B)(6) 2015 the patient commenced pain medication: nurofen for the treatment of: inflammation. Treatment duration: 6 years - on and off. On (B)(6) 2018 the patient commenced pain medication: amitriptyline cream for the treatment of: pain and depression. Treatment duration: unsure - ceased because dr stopped working. On (B)(6) 2018 the patient commenced pain medication: lyrica for the treatment of: nerve pain. Treatment duration: 1 year. Boston scientific received an additional information on july 27, 2022 as follows: it was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a laparoscopic sacrocolpopexy and cystoscopy procedure performed on (B)(6) 2015 for the treatment of stress urinary incontinence. According to report on march 22, 2017, about two weeks ago, the patient saw a vaginal protrusion once more. She is bending over, jogging in deep water, and doing other things, yet she claims to have no tissue protrusion. The patient voids six times a day and twice at night. She experiences occasional urge incontinence, especially in the middle of the night, as well as key in the door urge leaks. An examination revealed a moderate rectocele, which a rectal examination verified. There is no mesh exposure, and the front wall and vaginal vault are both strongly supported. The patient and doctor had a discussion about the type of overactive bladder, and she was given information about possible treatments like ditropan or vesicare. The doctor advised the patient to keep taking vagifem low. Concerning the rectocele, the doctor advised the patient to avoid straining and to continue pelvic floor muscle training. If no progress is seen, a rectocele repair may be performed. On january 24, 2018, the patient is worried about the current debates around gynecological mesh treatments and may continue to experience issues related to her polypropylene mesh. The patient described in odd detail at the consultation her encounter with the implanting surgeon as well as her interactions while receiving treatment for a bowel obstruction and having a laparotomy, which resulted in the division of adhesions but no other particular diagnostic diagnosis. The patient was discharged after her gynecologist reviewed the patient's operation results in detail with her and assured her that the recent disputes were brought on by the use of mesh in transvaginal surgeries. The doctor tried to determine precisely what the patient was aiming to accomplish from the further review of her current management. The patient has been saturating herself with material regarding transvaginal mesh use in surgery and the accompanying senate investigation on the internet. The patient's entire medical history was detailed using a highly peculiar adjective pattern. It was extremely challenging to even pinpoint the patient's current concerns. It appears that the patient has indeed been dealing with back pain caused by spondylolithiasis since 1993, and it is challenging to pinpoint exactly how these symptoms have changed following her general surgery in 2017 and the gynecological procedure in 2015. When the patient was told by the doctor that probably a substantial portion of her problem was psychological, she appeared to be greatly relieved. The patient expressed a desire to have her anxiety and depression further examined and maybe cured. She explained that she will schedule a follow-up visit with her other doctor to further explore exploring that course of action for research and therapy. Reportedly, the patient had requested that the doctor refer her to another mesh clinic in the interim so that she could learn more about the possibility that any of her problems might be connected to the mesh.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6), 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perineum pain; rectal pain; thigh pain; other pain: hip, shins, feet; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol - 2 tablets 2x-3x a day for the treatment of: pain relief. Treatment duration: 6 years. On (B)(6) 2018 the patient commenced psychological medication: sertraline for the treatment of: depression. Treatment duration: couple of years - stopped 2 months ago. On (B)(6) 2021 the patient commenced other medication (please specify): otocomb ear ointment for the treatment of: for anus - to prevent infection (anti-fungal, anti-inflammatory). Treatment duration: 9 months. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: (B)(6). Treatment duration: 10 sessions. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: dryness. Treatment duration: 1.5 years - on and off. On (B)(6) 2015 the patient commenced pain medication: panadeine for the treatment of: pain relief. Treatment duration: 6 years - when needed. The patient was treated with pain medication: periactin for the treatment of: nerve pain and sleep at night. Treatment duration: unsure but a few years after implant. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: dryness. Treatment duration: 6 years - replaced by ovestin but still uses sometimes. On (B)(6) 2015 the patient commenced pain medication: celebrex for the treatment of: inflammation. Treatment duration: 6 years. On (B)(6) 2015 the patient commenced pain medication: nurofen for the treatment of: inflammation. Treatment duration: 6 years - on and off. On (B)(6) 2018 the patient commenced pain medication: amitriptyline cream for the treatment of: pain and depression. Treatment duration: unsure - ceased because dr stopped working. On (B)(6) 2018 the patient commenced pain medication: lyrica for the treatment of: nerve pain. Treatment duration: 1 year. Boston scientific received an additional information on july 27, 2022 as follows: it was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a laparoscopic sacrocolpopexy with non-bsc y mesh and cystoscopy procedure performed on (B)(6) 2015 for the treatment of stress urinary incontinence. During the procedure, adhesions were divided. According to report on (B)(6), 2017, about two weeks ago, the patient saw a vaginal protrusion once more. She is bending over, jogging in deep water, and doing other things, yet she claims to have no tissue protrusion. The patient voids six times a day and twice at night. She experiences occasional urge incontinence, especially in the middle of the night, as well as key in the door urge leaks. An examination revealed a moderate rectocele, which a rectal examination verified. There is no mesh exposure, and the front wall and vaginal vault are both strongly supported. The patient and doctor had a discussion about the type of overactive bladder, and she was given information about possible treatments like ditropan or vesicare. The doctor advised the patient to keep taking vagifem low. Concerning the rectocele, the doctor advised the patient to avoid straining and to continue pelvic floor muscle training. If no progress is seen, a rectocele repair may be performed. On (B)(6) 2018, the patient is worried about the current debates around gynecological mesh treatments and may continue to experience issues related to her polypropylene mesh. The patient described in odd detail at the consultation her encounter with the implanting surgeon as well as her interactions while receiving treatment for a bowel obstruction and having a laparotomy, which resulted in the division of adhesions but no other specific pathological diagnosis. The patient was discharged after her gynecologist reviewed the patient's operation results in detail with her and assured her that the recent disputes were brought on by the use of mesh in transvaginal surgeries. The doctor tried to determine precisely what the patient was aiming to accomplish from the further review of her current management. The patient has been saturating herself with material regarding transvaginal mesh use in surgery and the accompanying senate investigation on the internet. The patient's entire medical history was detailed using a highly peculiar adjective pattern. It was extremely challenging to even pinpoint the patient's current concerns. It appears that the patient has indeed been dealing with back pain caused by spondylolithiasis since 1993, and it is challenging to pinpoint exactly how these symptoms have changed following her general surgery in 2017 and the gynecological procedure in 2015. When the patient was told by the doctor that probably a substantial portion of her problem was psychological, she appeared to be greatly relieved. The patient expressed a desire to have her anxiety and depression further examined and maybe cured. She explained that she will schedule a follow-up visit with her other doctor to further explore exploring that course of action for research and therapy. Reportedly, the patient had requested that the doctor refer her to another mesh clinic in the interim so that she could learn more about the possibility that any of her problems might be connected to the mesh.

Manufacturer narrative:
Block h2: correction. Block b5 narrative updated. Block b7 other relevant history updated. Block h6 patient code e2328 obstruction/occlusion, e2101 adhesions and e1304 urinary urgency added. Block h6 impact code f1901 additional surgery added. Block a1: (B)(6). Block b3 date of event: date of event was approximated to july 29, 2015, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) health. Australia. Block h6: patient code e2326, e020201, e020202, e2330, e2328, e2102 capture the reportable events of inflammation, anxiety, depression, pain, obstruction and adhesions. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted . The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; perineum pain; rectal pain; thigh pain; other pain: hip, shins, feet; difficulties with bowel motions; recurrent incontinence; damage; psychiatric injury nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol - 2 tablets 2x-3x a day for the treatment of: pain relief. Treatment duration: 6 years. On (B)(6) 2018 the patient commenced psychological medication: sertraline for the treatment of: depression. Treatment duration: couple of years - stopped 2 months ago. On (B)(6) 2021 the patient commenced other medication (please specify): otocomb ear ointment for the treatment of: for anus - to prevent infection (anti-fungal, anti-inflammatory). Treatment duration: 9 months. On (B)(6) 2019 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: (B)(6) centre for pain management. Treatment duration: 10 sessions. On (B)(6) 2020 the patient commenced topical treatment (including oestrogen cream): ovestin cream for the treatment of: dryness. Treatment duration: 1.5 years - on and off. On (B)(6) 2015 the patient commenced pain medication: panadeine for the treatment of: pain relief. Treatment duration: 6 years - when needed. The patient was treated with pain medication: periactin for the treatment of: nerve pain and sleep at night. Treatment duration: unsure but a few years after implant. On (B)(6) 2015 the patient commenced topical treatment (including oestrogen cream): vagifem for the treatment of: dryness. Treatment duration: 6 years - replaced by ovestin but still uses sometimes. On (B)(6) 2015 the patient commenced pain medication: celebrex for the treatment of: inflammation. Treatment duration: 6 years. On (B)(6) 2015 the patient commenced pain medication: nurofen for the treatment of: inflammation. Treatment duration: 6 years - on and off. On (B)(6) 2018 the patient commenced pain medication: amitriptyline cream for the treatment of: pain and depression. Treatment duration: unsure - ceased because dr stopped working. On (B)(6) 2018 the patient commenced pain medication: lyrica for the treatment of: nerve pain. Treatment duration: 1 year.